Event description:
Based on the event description, customer states the tenckhoff catheter had a fracture. However, there is no enough information to determine any root cause, since no product sample was returned and no photos were received. More information was requested to the customer and no additional evidence was provided for this analysis. All the possible causes were identified. No lot number was provided, therefore, it is not possible to perform a DHR review. This defect has not been confirmed. The product sample was not returned to the manufacturing site for review. With the available information, the most probable root cause could be considered as undeterminable. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% visual inspection at the final stage of production, which would identify nicks/cuts/fractures in the catheter. This complaint will be used for tracking and trending purposes.